Manufacturer narrative:
The returned arm was evaluated. The knob tightened the arm in place as expected. No other failures were detected. The complaint could not be confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the knob on the articulating arm took an excessive amount of turns to tighten during surgery. There was no a surgical delay or any patient harm associated with this event.